Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing of right atrial (ra) signals. The oversensing caused a syncopal episode. Subsequently, this rv lead was surgically abandoned and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.